Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery, when inserting the screw in the patient the driver tip broke. The broken metal piece was retrieved. The surgery was completed after a 5-minute delay. There were no adverse patient consequences reported. This report is related to report number 3025141-2024-00534 for the screw involved in this event.